Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, product type: extension. Product ID: 64002, lot# n333115, implanted: (B)(6) 2012, product type: adapter. Product ID: 338940, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: neu_unknown_ext, product type: extension. (B)(4).

Event description:
The health care professional (hcp) reported via a manufacturer representative (rep) that there were open impedances. The system was showing high out of range impedances on 3/4 electrodes. The patient's symptoms were returning. It was unsure was led to the event and an x-ray was done to find the cause. The issue was not resolved at the time of the report. No surgical intervention had occurred and it was unknown if it was planned. The x-ray was performed on (B)(6) 2015 to visually determine the cause of the impedance issue. As of (B)(6) 2015, the cause of the impedance issue had not been determined. The indication-for-use (IFU) was parkinsons dual and movement disorders. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.